Event description:
It was reported that the patient died. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 38 x 3.00 promus premier drug-eluting stent was advanced and deployed in the left circumflex artery without any issues. After the procedure, the patient was moved to a cardiac care unit. After a few hours, the patient experienced chest pain and went into cardiac arrest. Cardiopulmonary resuscitation was immediately performed but the patient died. The official cause of death was cardiac arrest, and an autopsy was not performed.